Event description:
It was reported that prior to an unknown procedure, the customer called the service call center because the generator has a leakage current. The problem was not verified.

Manufacturer narrative:
(B)(4). When additional information is received and/or the repair has been completed, a supplemental medwatch will be sent.